Event description:
The patient was implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post procedure, during a routine follow up, left iliac limb occlusion was identified. On (B)(6) 2024 a rcia express (non-endologix) stent was implanted. Patient status is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the left iliac limb occlusion and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. There was revision of a previously placed graft, which is cautionary product use. There was an angle of 98 degrees from the bifurcation to the iliac on the pre CT making the off label use user related. There was thick, nearly circumferential calcification in the left iliac artery making this cautionary product use. The complaint is most likely user related. Procedure related harms could not be identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post procedure, during a routine follow up, left iliac limb occlusion was identified. An intervention was planned for (B)(6) 2024 but it has been cancelled.